Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: any adverse patient consequences? If yes, what medical/ surgical intervention was provided to manage them? No information. How was case completed? Use new one. Lot number: n/a.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and barbed suture was used. The fixation tab was broken during approximation. A like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was available.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device lot number paz873-sxpp1a405, and no non-conformances were identified. Additional summary: one empty opened foil and one dispensed needle-suture of product code sxpp1a405, lot # paz873 were received for analysis. During the visual inspection of sample, the swage and attachment area were as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at the barbs and the sides of fixation tab broken were noted. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, it could not be determined what may have caused the reported incident.